Event description:
A maude report (B)(4) was received with the following event description: "pt had a PICC line placed earlier in the day. As the rn disconnected an IV infusion from one of the PICC line ports, blood was noted flowing from the line cap. Blood loss was noted as the rn quickly clamped the line and replaced the cap. Upon further inspection of the cap involved, the blue stopper was noted to be off center allowing free flow of blood. Since the equipment was placed in radiology, the technologist involved in placement was interviewed. He stated this type of problem, stopper leakage occurs routinely and they just discarded the product and get another. He has never reported this problem to his supervisor." No report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.